Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information obtained via follow-up revealed the patient plans to have their ipg explanted and replaced due to it being inoperable. Surgical intervention remains pending.

Manufacturer narrative:
The patient's weight is unknown at this time.

Event description:
It was reported the patient's plans to have their ipg explanted and replaced via surgical intervention. The reason remains unknown at this time.